Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was taken out of the package and it was observed that the dilator tip was damaged. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.